Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead became dislodged overnight while the pt was still at the hospital. No capture or sensing was available either. It was thought that the pt had moved their arm. There were no reported adverse pt effects beyond the add'l surgery to mitigate this issue. To date, info suggests that this medical device remains actively in service without further issue. If new info were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.